Manufacturer narrative:
Initial and final MDR 1903609- MDR 3003442380-2024-12286- device 1 of 5

Event description:
Unomedical reference number (B)(4). Event occurred in the (B)(6) it was reported that infusion set fell off during use. Caller replaced infusion set and resumed insulin successfully. No further information available